Event description:
As reported by the affiliate during a percutaneous transluminal angioplasty (pta)/stenting procedure, ivus found that there was string-like foreign material in the left common femoral artery proximal to the 8x150mm smart stent and 6x80mm smart stent implanted at the lesion. Aspiration was conducted and the material was partially removed. Partially remained material was stabilized in a vessel wall by adding a 8x40mm smart stent. Procedure was finished and the patient is in the stable condition now. Pathological examination of removed material revealed that it was mixture of thrombus and artificial object. Evaluation of the artificial object is required to prepare a customer report. It will be returned for analysis. The target lesion was the left superficial femoral artery. The lesion had moderate calcification and tortuosity. An approach was made from the left popliteal artery and after a pre-dilatation was conducted with 3x20 coyote balloon and 4x60mm sterling balloon, a 8x150mm smart stent and a 6x80mm smart stent was placed in the lesion. After post-dilatation was conducted with 4x60mm sterling balloon, ivus found that there was string-like foreign material in a left common femoral artery proximal to the stents.

Manufacturer narrative:
Complaint conclusion: during a percutaneous transluminal angioplasty (pta)/stenting procedure, ivus found that there was string-like foreign material in the left common femoral artery proximal to the 8x150mm smart stent and 6x80mm smart stent implanted at the lesion. Aspiration was conducted and the material was partially removed. Partially remained material was stabilized in a vessel wall by adding an 8x40mm smart stent. The procedure was completed and the patient is in the stable condition now. The target lesion was the left superficial femoral artery. The lesion had moderate calcification and tortuosity. The tempo catheter appeared normal prior to the procedure and was not obstructed with any particles. There were no anomalies noted to the device when removed from its package and during prep. There was no resistance met while advancing or withdrawing the device. An approach was made from the left popliteal artery and after a pre-dilatation was conducted with 3x20 coyote balloon and 4x60mm sterling balloon, a 8x150mm smart stent and a 6x80mm smart stent was placed in the lesion. After post-dilatation was conducted with 4x60mm sterling balloon, an angiogram was conducted and a mass was revealed at the proximal portion of the stents but the exact timing of the emergence was unknown. Ivus found that there was string-like foreign material in a left common femoral artery proximal to the stents. The physician initially thought that the object might be a particle of gauze and there would be no relationship between the material and cordis device. The physician stated ¿it is totally unknown as to what the foreign material is¿. Pathological examination of removed material revealed that the particle was not gauze but a mixture of thrombus and artificial object which led the physician to suspect a relationship with the cordis product. . It was stated, ¿other possible devices for the material other than tempo are 8x150mm smart stent (lot 15894269) and 6x80 mm smart control stent (lot 15662967). Particles of suspected foreign material were received for analysis inside a sealed transportation bag. Per visual analysis, the received particles presented a brownish color and fibrous appearance. It was reported that suspected foreign material particles were found during a tempo catheter intervention. It was described as cath tempo 4f ver 135 100cm; lot unknown, catalog 451414h0. No DHR review activity was performed due to a lot number not provided. Suspected foreign material particles were sent for an ftir analysis evaluation in order to determine its composition. It was concluded that the tested material has a biological composition similar to the one shown by human tissue. The reported failure does not appear to be related to the manufacturing process. Additionally, a review by an independent pathologist concluded: patterns observed on the ir spectrum from the foreign material related to the pa (B)(4) are rather similar to that obtained by a human/biological based-material. If the pathological assay performed by the customer revealed the presence of an artificial material this could be attributed to the noise induced by the wax/solution used to disinfect the medical device or by an external unknown source. Several factors contribute to thrombus formation, including mechanical plaque disruption and intimal injury. Platelet adhesion, activation and aggregation also play a main role. The recommended procedure in the IFU indicates that the catheter is kept filled with either flushing solution or contrast medium. The IFU also suggests forcibly aspirating and flushing the catheter with heparinized saline solution at least once every two minutes. The complaint reported by the customer as ¿diagnostic endovascular catheters-catheter (body/shaft) - foreign material¿ was not confirmed. Analysis of the foreign material revealed a biological component compared to human tissue. The results of the analysis do not suggest that this issue is related to the manufacturing process, therefore no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. (B)(4).

Manufacturer narrative:
Complaint conclusion: during a percutaneous transluminal angioplasty (pta)/stenting procedure, ivus found that there was string-like foreign material in the left common femoral artery proximal to the 8x150mm smart stent and 6x80mm smart stent implanted at the lesion. Aspiration was conducted and the material was partially removed. Partially remained material was stabilized in a vessel wall by adding an 8x40mm smart stent. The procedure was completed and the patient is in the stable condition now. The target lesion was the left superficial femoral artery. The lesion had moderate calcification and tortuosity. The tempo catheter appeared normal prior to the procedure and was not obstructed with any particles. There were no anomalies noted to the device when removed from its package and during prep. There was no resistance met while advancing or withdrawing the device. An approach was made from the left popliteal artery and after a pre-dilatation was conducted with 3x20 coyote balloon and 4x60mm sterling balloon, a 8x150mm smart stent and a 6x80mm smart stent was placed in the lesion. After post-dilatation was conducted with 4x60mm sterling balloon, an angiogram was conducted and a mass was revealed at the proximal portion of the stents but the exact timing of the emergence was unknown. Ivus found that there was string-like foreign material in a left common femoral artery proximal to the stents. The physician initially thought that the object might be a particle of gauze and there would be no relationship between the material and cordis device. The physician stated ¿it is totally unknown as to what the foreign material is¿. Pathological examination of removed material revealed that the particle was not gauze but a mixture of thrombus and artificial object which led the physician to suspect a relationship with the cordis product. It was stated, ¿other possible devices for the material other than tempo are 8x150mm smart stent (lot15894269) and 6x80 mm smart control stent (lot15662967). Particles of suspected foreign material were received for analysis inside a sealed transportation bag. Per visual analysis, the received particles presented a brownish color and fibrous appearance. It was reported that suspected foreign material particles were found during a tempo catheter intervention. It was described as cath tempo 4f ver 135 100cm; lot unknown, catalog 451414h0. No DHR review activity was performed due to a lot number not provided. Suspected foreign material particles were sent for an ftir analysis evaluation in order to determine its composition. It was concluded that the tested material has a biological composition similar to the one shown by human tissue. The reported failure does not appear to be related to the manufacturing process. Several factors contribute to thrombus formation, including mechanical plaque disruption and intimal injury. Platelet adhesion, activation and aggregation also play a main role. The recommended procedure in the IFU indicates that the catheter is kept filled with either flushing solution or contrast medium. The IFU also suggests forcibly aspirating and flushing the catheter with heparinized saline solution at least once every two minutes. The complaint reported by the customer as ¿diagnostic endovascular catheters-catheter (body/shaft) - foreign material¿ was not confirmed. Analysis of the foreign material revealed a biological component compared to human tissue. The results of the analysis do not suggest that this issue is related to the manufacturing process, therefore no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
Correction: according to the affiliate, the correct alert date for the reported event is (B)(6) 2014. (B)(4). Additional information was provided by the affiliate. The physician initially thought that the object might be a particle of gauze and there would be no relationship between the material and cordis device. However, the result of the pathological examination revealed that it was not gauze but something artificial and the physician suspected the relationship with cordis product. The tempo catheter was used for angiography during smart stent placement. Angiogram after post-dilatation of smarts first revealed a mass at the proximal portion of the stents but the exact timing of the emergence was unknown. The physician stated it is totally unknown as to what the foreign material is and requested an investigation whether there is relationship between the material and cordis product. No information is available whether the tempo catheter delaminated or separated. The product appeared normal prior to the procedure and was not obstructed with any particles. There were no anomalies noted to the device when removed from its package and during prep. There was no resistance met while advancing or withdrawing the device. It was stated, ¿other possible device for the material than tempo are 8x150mm smart stent (lot15894269) and 6x80 mm smart control stent (lot15662967). Formalin-fixed material will be sent to your side. Please investigate the components of the material.¿ additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Cd was received containing pathological slides [per statement from cd supplier]. The cd sent includes total 26 pictures and 23 pictures are stained. According to the physician, the sample is a mixture of the artificial object, endothelial tissues, and connective tissue and in 23 pictures, he, cd31, factor viii, vimentin, and sma staining were conducted for each sample. The pathologist made a quick assessment as follows: ¿interesting images. There is both biologic and non-biologic material in the sample. The biologic material appears to be composed primarily of a mixture of blood products (i.e., fibrin, platelets, inflammatory cells = clot/thrombus) as well as a small piece of sma and vimentin positive organized solid mesenchymal tissue, the source of which is uncertain, but may be arterial. Regardless, the other material, which appears folded, lightly basophilic and stippled, is non-biologic and consistent with hydrophilic coatings.¿ a final report is pending and will be submitted within 30 days upon receipt.